Manufacturer narrative:
Phone number of reporter: (B)(6).

Event description:
Information was received indicating that air was observed in smiths medical infusion sets both in the tubes and air filter. There was a hole in the infusion set that drips out liquid. The hole "is after the pump" and therefore the pump was not alarming. There were no reported adverse events. This report is concerning the unnamed disposable infusion set that was used.